Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call no delivery alarm. Customer's blood glucose level was 28 mmol/l. Customer advised they are using a loaner insulin pump and it works fine when the complete set is changed, however during a bolus attempt the no delivery alarm message will come on. Troubleshooting for the no delivery alarm was performed. Customer advised they are treating themselves with a manual syringe. Customer was advised the site may have been occluded and was advised to change it out. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.